Event description:
It was reported that the ventricular lead had an impedance decrease over time to 193 ohms bipolar and 270 ohms unipolar. Unipolar impedance was higher than bipolar. The bipolar capture and sensing thresholds were higher as well. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.